Event description:
Recovery filter placed >20 years ago found to be multiply fractured and embolized with fragments in right pulmonary artery, right kidney and right ventricle as well as 2 fractured arms retained locally. Filter and local/renal fragments removed with forceps/snare (renal). Unable to remove the pa or rv fragments.